Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 05-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient receiving 500 mcg/ml of gablofen at 75 mcg/day for intractable spasticity. It was reported that the patient was having their pump replaced due to the eri (elective replacement indicator). Just before connecting to the new pump, the surgeon was waiting to get csf (cerebrospinal fluid) flow from the catheter by gravity. There was no sign of csf. The surgeon tried using a syringe to aspirate csf, but that failed. The surgeon then connected the new pump and tried aspirating via the cap (catheter access port. But there was still no csf. The surgeon decided to change the catheter. When the surgeon opened the back, they found the spinal segment was completely out of the intrathecal space and was coiled subcutaneously. It was unknown if there were any factors that may have caused this to occur. Therefore, the catheter was replaced. The explanted catheter was discarded by the healthcare provider. It was noted the issue had been resolved.